Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display screen and insulin pump was still vibrating. The patient¿s blood glucose level was 159 mg/dl at the time of the incident. They have left the pump without the batt overnight, but still was vibrating when they tried to put the batt back. The customer also stated that, the belt clip was broken. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display or audio/beep anomaly noted. Device was received with normal operating currents and passed self-test and displacement test. No unexpected off no power, low battery, weak battery , battery out limit and failed battery test alarms noted during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.